Event description:
It was reported by international mallinckrodt facility (germany) that the cuff was defective on one (1), size 10 fen, fenestrated low pressure cuffed tracheostomy tube. This was detected during procedure set-up prior to actual device use. There was no pt involvement. The involved size 10 fen device was returned to the MFR on 01/14/99 for analysis and investigation.